Manufacturer narrative:
A ge svc rep performed an onsite investigation. The image processor, display adapter and ps2 power supply were replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the image went completely gray during a procedure. This resulted in loss of the live image. There is no report of pt injury.